Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information, philips tried to collect information regarding the patient and procedure, but the customer was unable to provide the information. The philips remote service engineer (rse) examined the system remotely and confirmed that the x-ray was not possible. A review of the system logfile confirmed the reported malfunction. Upon functional testing the rse determined that there was an error communicating with the generator. The rse assisted the customer for troubleshooting and found that the 24v not available to the ips board. The ips board was returned for analysis, and it confirmed defect in 24v power supply. To resolve the reported issue, the fse order the ips certeray r5 and it was replaced by the customer. After replacements, the system returned to use in good working order. The codes were updated based on the investigation outcome.